Event description:
It was reported that during an implant procedure that the physician could not get a good placement for the left bundle branch area pacing lead. The lead was unable to be implanted and did. The physician elected to complete the procedure with a different lead. The patient condition was not known.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.